Event description:
It was reported that during an implant procedure, this tunneling tool packaging was opened in preparation for use and a hair was noted to be present within the sterile packaging. The tunneling tool was not used. The tool and packaging were discarded and were not returned for physical analysis.

Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4). Block d2b additional pro codes: mhy, nhl, pjs. Media review was completed and it was confirmed there appeared to be a piece of hair in the outer pouch packaging layer. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency.